Event description:
Caller reported an alarm 2 followed by alarm 26 due to an occlusion event. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery. No further actions were necessary, as recurring occlusion issues were not reported. Case was closed by technical support.